Event description:
The customer received questionable results for ion selective electrode- potassium (k+) on one patient sample. The customer also received questionable results for ion selective electrode-chloride (cl) on one patient sample. Of the results that were provided, the k result was determined to be erroneous and was reported outside of the laboratory. All results are in mmol/l. Sample 1 was a plasma sample. The original k+ result was 2.65, accompanied by a data flag. The sample auto-repeated and the result was 2.66, accompanied by a data flag. The same sample tube was rerun and generated a result of 3.88. A serum tube, from the same draw as the plasma tube, was run. The result of the serum tube was 4.12. The customer deemed the serum result of 4.12 to be the correct result. The original result had been released outside of the laboratory. A corrected report was issued by the customer. The patient was not treated because of the lower result. The lot number and expiration date for the k+ electrode were not provided. The field service representative was unable to determine a cause. He did performance testing, calibration and quality control, which were all within manufacturer's specifications.

Manufacturer narrative:
The customer stated they had run 40 nursing home samples on the analyzer directly before the 2 stat samples in question. During the nursing home draws, it was observed that the phlebotomists were not inverting the tubes correctly. The customer believes something from the nursing home samples caused the low results on the 2 stat samples.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Based upon infomration provided for investigation, the event was most likely due to pre-analytical issues. The phlebotomists were not inverting the sample tubes correctly and the customer is using a short centrifugation time of 4-5 minutes. Centrifugation time should be at least 10 minutes according tube manufacturers. No real instrument malfunction could be detected.